Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the surgeons noted that, based on past experiences, the disposable ellik evacuators do not suction well.

Event description:
It was reported that the surgeons noted that, based on past experiences, the disposable ellik evacuators do not suction well.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "bard® ellik evacuator caution: this product contains natural rubber latex which may cause allergic reactions. Fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Note: for use with resectoscope sheath manufactured by r. Wolf and k. Storz. A separate adapter is enclosed for use with resectoscope sheath manufactured by acmi. Single use do not resterilize caution, consult accompanying documents. Contains or presence of natural rubber latex. Do not use if package is damaged. Units sterilized using ethylene oxide authorized representative in the european community use by catalog number lot number manufacturer caution: federal (USA) law restricts this device to sale by or on the order of a physician. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Bard is a trademark and/or registered trademark of c. R. Bard, inc. Manufactured in mexico."